Event description:
The device was received for service with the report "it turns on and off by itself". According to biomedical engineer, no pt injury has been reported. Info was not provided regarding whether or not the device was in pt use when the reported event occurred. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, age of pt, or medication involved. No additional contact is available.